Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a heavily calcified, 80% stenosed, tortuous proximal right coronary artery (rca). The rca was noted to be shaped like a shepherd's crook. Three treatments on low speed were performed. On the third treatment, via retrograde approach, the driveshaft fractured. The fractured component was removed with the entrapped inflated balloon technique into the catheter extension. The patient was stable.